Manufacturer narrative:
The hvad is used for treatment not diagnosis. Five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Battery - (B)(4)- expiration date: 01/31/2016 / device manufacture date: 01/05/2015, (B)(4); battery - (B)(4)- expiration date: 01/31/2016 / device manufacture date: 01/05/2015, (B)(4); battery - (B)(4)- expiration date: 01/31/2016 / device manufacture date: 01/19/2015, (B)(4); battery - (B)(4)- expiration date: 01/31/2016 / device manufacture date: 03/12/2015, (B)(4). (B)(4).

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event:. Battery:(B)(4)- exp-03-31-2016, (B)(6). Battery:(B)(4)- exp-01-31-2016, (B)(4). Battery:(B)(4)- exp-01-31-2016, (B)(4). Battery:(B)(4)- exp-01-31-2016, (B)(4). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship.

Event description:
It was reported from the site that the patient's controller changed from one power port to the other one before batteries were down to 25%, and this repeated for all of the batteries. It was stated that there were no effects on the patient and the patient was doing fine. Batteries were exchanged from hospital stock and log files were downloaded and sent to the manufacturer. No additional information available..